Event description:
On (B)(6) 2016, the subject pacemaker was interrogated and all values were within normal limits; residual longevity estimation was 50 months. On (B)(6) 2016, intermittent output was observed; lead impedance measurements were above 3000 ohm in both a & v channels. The pacemaker could not be fully interrogated. Lead tests were found normal through an external analyzer (psa). The pacemaker was replaced and sent for analysis; the leads remain actively implanted.

Event description:
On 23 jan 2016, the subject pacemaker was interrogated and all values were within normal limits; residual longevity estimation was 50 months. On (B)(6) 2016, intermittent output was observed; lead impedance measurements were above 3000 ohm in both a & v channels. The pacemaker could not be fully interrogated. Lead tests were found normal through an external analyzer (psa). The pacemaker was replaced and sent for analysis; the leads remain actively implanted.